Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had out of range pacing impedance with lead safety switch. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).